Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the amount of insulin left on status screen was not the same amount of insulin left in vial. Customer's blood glucose was 550 mg/dl. Customer also reported of receiving a no delivery alarm. Customer was advised to rewind and prime insulin pump again. Customer reported that issue was resolved. Customer was advised to monitor insulin pump.